Event description:
The report say: on (B)(6) 2019, approximately 2 hours after mechanically assisted ventilation for 71years old male patient, spo2 remained between 89% and 91%, slightly higher oxygen concentration is needed to achieve better oxygenation, when adjusting the oxygen concentration parameters of the ventilator, it was found that the rotation button could not raise (or lower) the parameters

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for patient ventilation. The first root cause was determined to be a supposed defective p&t knob but the investigation found that the root cause was the software update. In consequence the patient was ventilated with an ambu bag and later with another ventilator and the supposed defective part was replaced. After a new start of the device (and software update), the device was working as intended. There was no reported patient or user harm as the issue was treated in a timely manner.